Event description:
The following was reported: "patient had left tka. Following this procedure the patient had acute mental status changes and word finding difficulty. MRI brain showed a subdural hematoma for which the patient was evaluated by neurology. Repeat MRI brain stable. Discharged to a rehab facility. During the afternoon of (B)(6) 2023, the patient was attempting to ambulate to the restroom and "woke up on the floor". He does not believe that he hit his head. He presented to the emergency department at university hospital on (B)(6) 2023 exhibiting some word finding difficulty. He did not hit head, no loc, no cp/sob immediately pre- or post- fall. The patient felt pain in left knee following the fall with traumatic arthrotomy and dehiscence of almost all of his surgical site. Patient was admitted to the hospital and underwent successful left knee washout procedure with liner change. The patient tolerated the procedure well and had an uneventful recovery. The patient decided that he wished to continue with warfarin as his current ac regiment rather than eliquis. He was planned for discharge on (B)(6) however was found to be significantly orthostatic. Possible offending medications including nortriptyline and flomax were discontinued and he was given compression stockings and abdominal binder however remained orthostatic. He was treated with ivf and echo was checked which was unremarkable. He continued to remain orthostatic but with minimal symptoms. As he is hypertensive to 160s while supine and seated he was not initiated on midodrine. He will be discharged back to rehab with antibiotics to be taken as instructed by orthopedics and to work with pt/ot to reduce risk of future falls."

Manufacturer narrative:
Reported event: an event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned